Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) lead exhibited high, out of range pacing impedance. Lead fracture was also noted. Programming changes were made. The patient was stable.